Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: the returned pump was subjected to a series of standard tests which includes, but is not limited to, visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three which did not affect the performance of the device during testing in the lab. The returned pump passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 369.8 mcg/day. The reason for use was intractable spasticity and cerebral palsy. It was reported that the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The arv was 28 ml and the erv was 23.2 ml, with a reported calculated difference of ~28.5%. No discrepancies noted on past refills. Caller indicated previous refills were very close to expected. For underinfusion, they reviewed to bring the patient back early to check volume and to consider catheter diagnostics. Troubleshooting considerations were suggested, including doing a dye study, cap aspiration, and imaging (i.e. MRI, CT scan, x-ray). Symptoms included hypotension, while the patient was found unresponsive - he thought in a nursing home. She was hypotensive w/ bp 74/30, 84% o2, and brought to the emergency department. The refill occurred on (B)(6) 2019. There were no further complications reported/anticipated. Additional information was received from the manufacturing representative. The rep was in possession of the device and planned to return it. The pump was removed from the mortuary and the staff had removed the drug and then put it back in. The rep was unsure if this what affect analysis. Additional information was received from a healthcare provider on (B)(6) 2019. It was reported per the healthcare provider¿s notes, the patient was refilled on (B)(6) 2019 and returned to the facility at 5 pm. The patient was sent to the emergency department at 7 pm. The patient was sent from the hospital to hospice the following day. The hcp had no further information at the time of the report. Additional information was received from a healthcare provider on (B)(6) 2019. The patient¿s infusion care manager reported the patient was refilled at 15:52 (on (B)(6) 2019) and was discharged at 16:00 with no reported symptoms. The initial refill nurse had difficulty accessing the pump twice, and a second refill nurse completed the refill procedure without difficulty utilizing the push-pull refill method to instill 40 milliliters (mls) of the drug. The refill nurse confirmed they were in the reservoir. Approximately 28 ml of drug was withdrawn from the pump at the beginning of the refill procedure. The hcp confirmed that the patient returned to the hospital on (B)(6) 2019 with altered mental status and was treated in the emergency department. The patient was transferred to hospice due to their do not resuscitate (dnr) status. The patient died in hospice on (B)(6) 2019. Following the patient¿s death, the pump was obtained from the mortuary by the infusion care team and the drug was withdrawn from the pump. Approximately 22 ml was left in the pump at this time. The hcp reported that a review by their physicians was conducted and it was determined a pocket fill was unlikely. The hcp retained the drug in case there was any concern for the constitution of the drug itself. The pump was returned to the manufacturer for analysis. Concomitant medications included: acetaminophen-hydrocodone, fluoxetine, zinc citrate, amoxicillin-clavulanate, ferrous sulfate, ranitidine, ascorbic acid, senna, tnf-med, metoclopramide, acetaminophen, bisacodyl, sodium biphosphate-sodium phosphate, lidocaine topical, magnesium hydroxide, and ondansetron. The patient¿s medical history included: adult failure to thrive, anemia, ataxic cerebral palsy, contracture, dysarthria and anarthria, dysphagia, functional quadriplegia, history of diabetes mellitus ¿ type 2, and insomnia.